Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the 0-degree endoscope was rotating by itself. The customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance. The customer stated that when the surgeon was moving the 0-degree endoscope, the image would continue to move and rotate on its own. The tse reviewed the logs and did not find any related faults. Tse recommended reseating the 0-degree endoscope, sterile adapter, or attempting to use a new endoscope. The customer followed tse's instructions, but the issue persisted. The tse noted that the reported event may be related to arm position or port placement. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and they stated that they were able to complete cases with the issues. The fse instructed the customer to call back if the issue returned. No site visit was conducted. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy. The vision issue did not result in patient injury. The endoscope is not available for return to isi for evaluation. Patient-related information was provided.

Event description:
Refer to h11 for follow-up information.